Event description:
It was reported that a malfunction alarm with the code malf 0 occurred. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Tandem technical support assisted the customer in resetting the pump, after which the malfunction alarm did not recur. The customer was informed to continue using the pump and to contact support if the issue reappeared.